Event description:
Groshong catheter placed on 12/22/97 for chemotherapy treatment. On 12/23/97, pt was started on chemotherapy in the dr's office and was placed on a pump containing adriamycin. Several hrs later, the pt saw reddish liquid leaking from exit site. Catheter removed following fluoroscopy determining there was contrast material coming out the catheter in the subcutaneous tunnel.